Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another meter (hospital meter.) The reporter claimed obtaining a blood glucose reading of ¿247 mg/dl¿ with the subject meter and was unable to give the exact value obtained with the other meter. The tests were performed within an unknown time of each other. The complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.